Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). Section a patient information: refer to section b5 for complete patient information. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect creatinine2 assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 82132ud00. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number and complaint issue. Retain testing met all acceptance criteria and the product is performing as expected. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect creatinine2 reagent lot 82132ud00.

Event description:
The customer observed a falsely decreased creatinine2 results generated on the architect c4000 for a patient sample. The following data was provided: sample ID (B)(6): (B)(6) 2026 initial result = 0.79 mg/dl, (B)(6) 2026 repeat result of the same sample = 2.03 mg/dl, result at another lab = 2.1 mg/dl . No impact to patient management was reported.